Event description:
It was further reported that stent damage occurred. The 80^% stenosed target lesion was lcoated in a coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complciations were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr ,ous 3.00 x 32mm stent delivery was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80^% stenosed target lesion was located in a coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.